Event description:
During the laparoscopic hernia procedure, when the surgeon was using the instrument, it failed to cut, he removed the device from the trocar, and noticed that the blade pad was hanging off the instrument. Another device was used to complete the case. No pt consequence.